Event description:
Information was received indicating that when filling up medical fluid into a smiths medical cadd cassette reservoir, the customer noticed that the fluid was leaking from the medication bag and on the outside of the cassette. There was no patient injury.

Manufacturer narrative:
Other, other text: one picture and one cadd cassette reservoirs - flow stop were returned for analysis. There were no discrepancies observed in the picture. The sample was visually inspected at a distance of 12? To 16? Under normal conditions of illumination. No discrepancies detected. A syringe was used to infuse water into the cassette, the sample leaked in the bag. The current process control was reviewed in order to ensure that production line is complied with it. Bag stuffing and loading into housing? Operation was reviewed to ensure workmanship has attention to the operation and the fixture does not have sharp edges. Leak testing was reviewed to ensure that measures are within specification, no discrepancies were found. Production performs 100 percent of visual inspection to assure that the parts shall not be damaged including scratches or distorted or warped. Production performs 100 percent leak test per procedure to ensure assemblies have been manufactured in accordance to procedure and the tube and bag components does not present a leak overall. Quality sample 15 units at an interval of two hours plus or minus 30 minutes, prior to placing product in bag in order to verify parts are free of damage, scuffs, pinch marks, etc),cracks, crazing, cuts, or other workmanship defects that can affect assembly appearance and function. A problem source is being identified and the issue will be monitored.